Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). It was stated that the device involved is not available for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: it was reported that even though the tubing was clamped, ivf kept dripping. No injury reported.